Event description:
It was reported that during follow-up in clinic, the patient presented with noise oversensing that resulted in inappropriate automatic mode switching on their atrial lead. No information about intervention was reported and the patient will continue to be monitored. There were no patient consequences and the patient was in stable.